Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned tasp found signs of repeated use and a fracture of the posterior portion of the medial condyle. The device history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter an conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the trialing process of a knee arthroplasty, the provisional fractured. There was no report of harm to the patient or delay in surgery.